Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. The customer's blood glucose reading was 288 mg/dl at the time of incident. Troubleshooting found that the pump turns off and on randomely by itself. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected off no power alarm, battery out limit alarm or low reservoir alarm noted. No unexpected pump reset anomaly or re-programmed time/date message anomaly noted. The insulin pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.